Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was noted through ultrasound. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 28, 2020. The investigation of the returned device was completed by the failure analysis lab on june 3, 2020. Device evaluation summary: during a visual evaluation of the device, it was found to be ruptured. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 19, 2020. The explant date originally reported ((B)(6) 2020), had been rescheduled to (B)(6) 2020. D7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5590189, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted, they were replaced with 350cc mentor memorygel xtra breast implants. Additional information was received on (B)(6) 2020. In addition to the left sided rupture reported initially, right device migration and breast ptosis was noted. Lateralization accompanied the left sided rupture. This report relates to the left prosthesis. See 1645337-2020-09068, for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).